Event description:
It was reported that a lead perforation involving this lead was identified two days post implant. Surgical intervention was undertaken. This lead was explanted and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. This product was retained by the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.